Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided.

Event description:
It was reported that implant was removed due to sinus perforation. Patient presented for one month follow-up and stated that area was swollen one week early and had to go to the ER. Upon exam grades mobility noted on #3 implant (into sinus lift site). Symptoms as a result of the event: abscess and inflammation.

Manufacturer narrative:
Zimvie received one (1) t3st585, (t3® pro non-platform switched tapered implant 5mm (d) x 8.5mm (l)) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, slight wear however, no apparent damage to the implant was identified that would cause or contribute to the reported event. Markings are likely due to the removal process. (B)(4) due (B)(6) 2025. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2120016584. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120016584 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿perforated sinus¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root causes determined from the investigation are patient factors and improper techniques. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.